Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) units battery indicator is not working. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), event postal code: (B)(6), initial reporter: (B)(6), other healthcare professional). It was reported that during preventive maintenance the cs100 intra-aortic balloon pump (iabp) battery indicator does not work. There was no patient involvement and no patient harm reported. Battery indicator not working. A getinge field service engineer (fse) stated no repair order received yet. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98, upgraded to cs100 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a